Manufacturer narrative:
(B)(4). After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube spring noted. Pump passed displacement test and self test. No back light anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had rejects new batteries. The customer stated that insulin pump had dimmed back light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.